Event description:
It was reported that the pt showed high lead impedance during normal mode diagnostics. Eri status showed yes. System diagnostics test was not performed since pt was constantly moving. It was suggested to the site to perform system test in order to confirm if generator was at end-of-service since with normal mode diagnostics it was hard to tell if the generator is actually dead. F/u with the physician's nurse revealed that currently pt is scheduled for a battery replacement surgery and if they notice a high lead impedance with the new generator in the operating room then the leads will be replaced. No pt manipulation or trauma was reported. No plans on taking x-rays.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.